Event description:
It was reported that the ventilator generated technical error codes indicating control printed circuit board error and disabled ventilation. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
**Device related data quality updates only** a correction of fields # d1 brand name and # d4 version or model # were required. D1 ¿ brand name - previous brand name: servo-s, corrected brand name: servo-s base unit . D4 ¿ version or model # - previous version or model #: servo-s, corrected version or model #: 6640440. The UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated technical error codes indicating control printed circuit board error and disabled ventilation. Identification of issue has been done by analyzing problem description and service report. There was no patient harm. According to the information provided by the technician, the control printed circuit board (pcb) and air gas module were identified as defective. If technical error code indicating control printed circuit board error appears during ventilation, ventilation will stop and audiovisual alarms will be generated. If disabled ventilation error appears during startup, the corresponding startup error code will be generated and ventilation cannot be started. The gas module regulates the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure. The control pcb controls processor for inspiratory and expiratory valves, i.e. Generates the control signals to the gas modules and the expiratory valve coil. The faulty control pcb may lead to stop of ventilation. The root cause to the reported issue has not been determined.